Manufacturer narrative:
Visual examination of the returned device confirmed that the radiopaque marker was missing. There were no other issues noted. The cause of the detachment of the radiopaque marker could not be determined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2007 that a rx needleknife was used during a sphincterotomy procedure in a female patient (weight unknown) a week prior. According to the complainant, following sphincterotomy, the physician "noticed that a fluro marker was attached to the wire upon removal." The fluoro (radiopaque) marker had detached from the rx needleknife device. There were no patient complications reported as a result of this event.